Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to low morphology scoring. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.